Event description:
A report was received that the patient noticed a "hard spot" in his back. A few days after he noticed that the electrode was ejected by .5cm approximately from his body. The physician's nurse disinfected the lead and covered it with bandages. The patient was reprogrammed to cover pain areas and will undergo a revision procedure at a later date.

Manufacturer narrative:
Additional information was received that the patient underwent a lead explant procedure. There was no suspected malfunction of the lead. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient noticed a "hard spot" in his back. A few days after he noticed that the electrode was ejected by .5cm approximately from his body. The physician's nurse disinfected the lead and covered it with bandages. The patient was reprogrammed to cover pain areas and will undergo a revision procedure at a later date.

Event description:
A report was received that the patient noticed a "hard spot" in his back. A few days after he noticed that the electrode was ejected by .5cm approximately from his body. The physician's nurse disinfected the lead and covered it with bandages. The patient was reprogrammed to cover pain areas and will undergo a revision procedure at a later date.